Event description:
The customer reported that the control panel of their high flow insufflation unit device was damaged, and there was no ability to control the insufflator. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. The reported failure mode could not be reproduced. A root cause could not be identified. Based on the results of the investigation, the reported device problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.